Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, air or gas leaked from the seal. It was stated that there was a rapid loss of abdominal pressure due to the device issue. Another device was used to complete the case. There was no patient injury.